Manufacturer narrative:
The returned device was confirmed to have a broken tip. The balance of the device is in good condition. A visual inspection, complaint history review, drawing review, and device history record (DHR) review were performed as part of this investigation. The complaint was confirmed. Replication of the complaint condition is not applicable as the device is already broken. The returned 4.0 mm screwdriver (314.05) is a common trauma instrument and is noted in various system technique guides including: 4.5 mm va-lcp curved condylar plate and 6.5 mm/7.3 mm cannulated screw. Relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Device is an instrument and is not implanted / explanted. (B)(4). Device history records review was completed for part# 314.050, lot# 4478626. Manufacturing location: (B)(4), release to warehouse date: sep 24, 2002. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent initial procedure to repair an inner trochanteric fracture of the left hip. During the procedure, while surgeon was doing final tightening on the final screw, the tip of the cannulated 4.0mm screwdriver broke off. The fragment was easily retrieved, but the retrieval did cause a 2 minutes delay in surgery. Two (2) additional post-operative x-rays confirm no fragments remain in the patient. As event occurred during final tightening of the final screw, there was no need to retrieve another device to complete the procedure. Surgery was completed successfully with no harm to the patient. Concomitant devices reported: cannulated screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) cannulated screwdriver. This is report 1 of 1 for (B)(4).